Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a company representative (rep) regarding a patient with an implantable infusion pump. It was reported that patient reported having trouble with his pump. Patient already in process of looking for new doctor. It was unable to warm transfer because pats is still closed so rep provided their phone number instead.